Manufacturer narrative:
The allegation(s) in this complaint have not been confirmed as there was not enough information provided in the complaint and the product has not been returned for analysis. The conclusion code was updated to unintended use error caused or contributed to event.

Event description:
It was reported that the patient with this right atrial (ra) lead had coronary artery bypass graft (CABG). Post procedure, this ra lead exhibited sensing issues, low impedances and loss of capture. The lead was damaged during the CABG. Subsequently, this ra was surgically abandoned and a new lead was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this right atrial (ra) lead had coronary artery bypass graft (CABG). Post procedure, this ra lead exhibited sensing issues, low impedances and loss of capture. The lead was damaged during the CABG. Subsequently, this ra was surgically abandoned and a new lead was succesfully implanted. No additional adverse patient effects were reported.